Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is (B)(6) 2018. If explanted, give date: not applicable, as the lens remains implanted. It was indicated that the device is not returning for evaluation as it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an aab00 26.5 diopter intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2018. Reportedly, the surgeon targeted for plano, but the patient ended up -2.25 (myopic). Therefore, the doctor plans on correcting this issue with lasik or an iol exchange for distance. The patient's pre-operative manifest refraction in the right eye (od) was 7.00 x -1.50 x 140 with a visual acuity of 20/30. The patient's pre-operative manifest refraction in the left eye (os) was 2.00 x -0.75 x 045 with a visual acuity of 20/25-. Also, the patient's post-operative manifest refraction in the left eye was -2.25 sphere with a visual acuity of 20/20. No additional information was provided to johnson & johnson surgical vision.